Manufacturer narrative:
D10: 320-40-13 - const huml liner, 40mm, +2.5 (B)(6), 320-35-07 - sm sup./post. Aug glen pl,left: (B)(6) 308-01-08 - 8x80mm distal stem mod cem: (B)(6), 308-05-25 - distal fixation ring ha 25.5: (B)(6), 308-10-05 - large prox body +0: (B)(6), 308-15-01 - taper locking screw 0: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0:(B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-32-40 - exp glen, 40mm, for small reverse: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty on the left side. Subsequently, the patient dislocated. As a result, the surgeon revised the glenosphere, constrained humeral liner, proximal body and adapter tray. Patient was last known to be in stable condition following the event.